Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range pacing impedance measurements on the right ventricular (rv) lead. The patient is pacemaker dependent. All other lead integrity measurements are within normal limits. No intervention is planned and the patient will be monitored. No adverse patient effects were reported.

Event description:
New information received indicates that surgical intervention was performed and the rv lead was explanted and replaced.